Event description:
It was reported that episodes of non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin.net transmission. The patient was asymptomatic. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.